Event description:
During the procedure, a cook fusion omni-tome pre-loaded sphincterotome was used. The sphincterotome should have been straight but the tip has been twisted for the right side and the physician did not use it. The product was in contact with the patient but the sphincterotome was not used to perform a sphincterotomy. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. During the visual examination it was noted that the tip of the sphincterotome was slightly deformed in shape presenting a curved s-shape appearance and the internal tip of the wire was bent. During the laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 12:00 o'clock. (Appropriate orientation is approximately 11:00 - 1:00 o'clock). The device was then bowed and the cutting wire was facing 1:00 o'clock. (Appropriate orientation is approximately 1:00 - 1:00 o'clock). A review of the device history record on the actual returned product returned could not be conducted as the lot number was not provided. However, the device history of the lot number reported per the customer report said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because, the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. The sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contains the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.